Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000089316.

Event description:
It was reported that patient's had high impedances on one of their leads as a result of fracture. Surgical intervention took place on (B)(6). 2024 during which the lead was explanted and replaced.